Event description:
During evaluation of a returned homechoice device, a high drain error 113 (night drain #13) alarm was identified in the log. The alarm occurred on (B)(6) 2014 at 20:26:03..no additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. The cause of the iipv event could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.